Manufacturer narrative:
The phaseal c100 spike is made of abs plastics (as labeled in the IFU). Some chemicals/solvents are known to cause stress cracking of abs plastics. Paclitaxel was prepared in a bbraun IV bag and investigations are currently on-going to determine possible interaction between the drug, the bag and the c100 infusion adapter.

Event description:
Customer reported infusion adapter spike had "snapped off" when the nurse went to spike the IV bag with tubing. The drug was paclitaxel prepared in a bbraun saline pab bag.